Event description:
String broke - tampon device breakage. Case narrative: consumer reported via e-mail that the tampon string broke during removal. No injury reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.